Event description:
During a follow-up in clinic, episodes of noise resulting in myopotential oversensing was observed on the atrial lead. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.